Event description:
A customer contacted beckman coulter (bec) reporting a white blood count (wbc) patient result obtained on the coulter lh 750 hematology analyzer for one (1) patient sample that did not match wbc result obtained on an alternate lh 750 instrument which was reported out as correct. Wbc rerun results were considered correct and matched the patient's clinical history. The discrepant wbc result initially yielded a lower result with an instrument specific cellular interference error message, along with a higher uncorrected wbc result which matched the result obtained on the alternate instrument and the patient's history which were considered to correct. No erroneous results were reported outside the laboratory and there was no death or change to patient treatment as a result of this event.

Manufacturer narrative:
The sample was collected in an edta 5 mls tube and analyzed 30 minutes after draw. Centrifugation information was not supplied. Quality control (qc) was run prior to and after the event and was within laboratory established range. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse verified aperture latex calibration, diluent lyse timing and performed an aperture bleaching procedure, which resolved the histogram population shift. System performance was verified. The failure mode is related to the wbc aperture voltage which needed to be adjusted.